Event description:
The patient experienced "tingling or zaps" down her right side sporadically throughout the day. Her healthcare professional (hcp) told her to shut the implantable neurostimulator (ins) off with her patient programmer, wait 8 hours or so and then turn the ins back on. When trying to turn the ins back on the patient programmer wasn't working properly; she put a new 9 volt battery in it and the lights would not go off; the patient's programmer was being replaced. The patient saw her hcp in 2009, and he checked her ins. Interrogation showed that the ins had never been turned off. The hcp adjusted the settings and the patient had not felt any more "zings or zaps" since. The patient recovered without sequela.